Event description:
A consumer reported that he "cannot see well on the three distances" following bilateral intraocular lens (iol) implant surgeries. He now wears glasses for reading and contact lenses for driving. He stated that he underwent the implant surgeries for the only reason of removing the need of wearing glasses for near and distance vision, without having cataract beforehand (clear lens extraction). The consumer stated that his surgeon and two other consulting surgeons confirmed that the surgery results were successful; and was told by his surgeon the problem he was experiencing was "optical." The consumer also reported having yag treatments for both eyes. In follow-up, the surgeon reported that the pt is hypermetropic. He also stated that, in addition to blurry near vision, the pt was seeing halos postoperatively. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional info was requested and received. (B) (4). (B) (4).